Manufacturer narrative:
(B)(4). The (B)(4) tubing was not returned to fisher & paykel healthcare (fph) in (B)(4) for evaluation. Attempts to obtain information from the hospital were made. Without the return of the complaint device we are unable to determine what may have caused the hole/slit on the (B)(4) tubing reported by the hospital. The neopuff gas supply line is a reusable device and consists of flexible tubing with a plastic connector at one end. The plastic connector fits to the inlet port of the neopuff. Removal of the gas supply line from the neopuff inlet port is normally achieved by clasping and pulling the plastic connector away from the inlet port. If removal is attempted by pulling on the gas supply line tubing instead, it could lead to weakening and tearing of the reusable tube at the tube-connector interface after multiple reuses. The neopuff infant resuscitator user instructions state the following: prior to every use of the neopuff, the user is to ensure that the device is functioning correctly and that the peep cap is adjusted to the desired peep level. The neopuff infant resuscitator must only be used after checking that correct pressures will be delivered to the baby.

Event description:
A hospital in (B)(6) reported to the FDA that the rd900 neopuff infant resuscitator and (B)(4) gas supply tubing were used to deliver positive pressure ventilation (ppv) to a baby. The hospital reported that they attempted to use the neopuff and found it not working correctly as the (B)(4) tubing used with the neopuff had a hole/slit. No patient consequence was reported.